Event description:
The hospital reported they had two cases where the pt's legs jerked during procedure when the electro-surgical unit (esu) was activated. Both procedures were completed with the same device. The pts did not require medical intervention as a result of the phenomenon.